Manufacturer narrative:
On january 5, 2021, the mentor failure analysis lab received the device for evaluation. On january 8, 2021, the product investigation was completed. Device investigation summary: during visual evaluation a tear was observed on the posterior view and extending to the anterior view, measuring approximately 10.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a 600cc mentor memorygel breast implant, during a surgery, was discovered visually to have a cut or rupture along the top with extruding silicone. The device did not come into contact with the patient and there was no adverse event or patient consequence reported. There was a backup mentor gel implant device used in place of the ruptured device and there was no delay in the surgery.